Manufacturer narrative:
Recall continued: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to locate or communicate with the ipg and the external devices. The patient stated she had not charged her ipg in 3 months. The patient was advised to meet with her doctor to discuss replacement of ipg.

Event description:
Follow up information received identified the patient had the scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperative.